Manufacturer narrative:
Concomitant medical products: 4798 lead; 6947m lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's scar was not completely closed. Scar control treatment was administered, which resolved the issue and the cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.